Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and a deflection stuck issue occurred. The navistar® rmt thermocool® electrophysiology catheter tip was very flimsy and was not responding correctly about mid-case. The physician had to remove the navistar® rmt thermocool® electrophysiology catheter and they had to disengage the magnetic to remove the navistar® rmt thermocool® electrophysiology catheter as it was acting like it was stuck. The navistar® rmt thermocool® electrophysiology catheter was exchanged and the issue was resolved. There was no patient consequence reported. Additional information was received. Magnets were not engaged. There was difficulty in removing the catheter. There was no ring, electrode or other physical damage observed at the distal end of the catheter. The device evaluation was completed on 17-jan-2023. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed no damages on the navistar rmt thermocool device. A deflection test cannot be performed. However, a closer inspection was performed in order to verify if there is an anomaly in the device. Coil and magnets were found in good conditions, wires and irrigation tube in a correct position. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of bwi's quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any assembly issues. The event described could not be confirmed as the device performed without any assembly issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and a deflection stuck issue occurred. The navistar® rmt thermocool® electrophysiology catheter tip was very flimsy and was not responding correctly about mid-case. The physician had to remove the navistar® rmt thermocool® electrophysiology catheter and they had to disengage the magnetic to remove the navistar® rmt thermocool® electrophysiology catheter as it was acting like it was stuck. The navistar® rmt thermocool® electrophysiology catheter was exchanged and the issue was resolved. There was no patient consequence reported. Additional information was received. Magnets were not engaged. There was difficulty in removing the catheter. There was no ring, electrode or other physical damage observed at the distal end of the catheter. The event was assessed as MDR reportable for a deflection stuck issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 08-dec-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).